Manufacturer narrative:
H.6. Investigation: a physical sample was not available for evaluation but bd was provided with a photo of the reported defect. A review of the device history record was performed for the reported lot, 9036623, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that there were three undamaged sealed packages. Inside the packages was a strand of hair that reached through each package. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect/packaging process related.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was a hair in the primary packaging creating sterility breach. There were three occurrences. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: hair inside the primary packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was a hair in the primary packaging creating sterility breach. There were three occurrences . Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: hair inside the primary packaging.